Event description:
It was reported that the right ventricular lead perforated the right ventricular apex. The lead was repositioned. A moderate pericardial effusion was noted on transesophageal echocardiogram and a pericardial drain was placed. The lead is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.